Event description:
Medline extremity pack was opened in preparation for surgical procedure and a single strand of black hair was found on a surgical cloth in the package. Therapy start date: (B)(6) 2018. Therapy end date: (B)(6) 2018. Diagnosis or reason for use: surgical procedure.